Event description:
The patient had undergone a catheter revision (see MFR's report number 6000030-2008-02592) and was doing well. Then she developed fevers. Her incision became erythematous. She started to drain from her back. The hcp elected to take her to surgery to remove all components. The abdomen was opened - there was a rush of cloudy fluid, suggestive of pus; cultures were sent. The pump was removed and the distal catheter was cut beyond the connection point. The abdominal incision was then copiously irrigated and debrided. The lumbar incision was opened - there was also a purulent material there as well; cultures were sent. The wound was copiously irrigated. The catheter was cut and several tubes of csf were sent for a gram stain, culture, cell count, protein, glucose. The proximal catheter was fully removed; fluoroscopy was brought in and confirmed no residual catheter. The wounds were copiously irrigated with several liters of antibiotic irrigation. The incision was closed. The pt tolerated the procedure without difficulty and was transferred to the ICU in stable condition. The hcp planned to monitor the pt for baclofen withdrawal and administer oral baclofen.

Manufacturer narrative:
Catheter.